Manufacturer narrative:
(B)(4).

Event description:
It was reported that during removal of a right proximal tibial plate approximately twenty-two months post-implantation, it was found that some of the screws were stripped and some of the locking screws were cold welded to the plate. Ultimately, the plate and one screw were left implanted in the patient, as they were unable to complete the removal.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient has been indicated for a hardware removal procedure for unknown reasons 22 months post implantation following right tibia plateau open reduction internal fixation.